Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of fusion oxygenator, a leak was observed. This was described as a slow drip out the bottom, which began after initiation of bypass. The use of the device was unspecified. It was unknown if there was any patient involvement or complications as a result of the event. There were two lots of fusion oxygenator associated with the custom pack: 231066886 and 230757613.

Manufacturer narrative:
Device evaluation summary: visual inspection showed evidence of a fiber leak with blood staining on the bottom of the fiber bundle. Pressure integrity testing was performed at 3 l/min with 23 psi (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the device including the fiber bundle. The reason for the return was visually confirmed by the blood staining on the bottom of the fiber bundle and the photo provided by the customer. Correction b5: it was reported that during use of the custom tubing pack and fusion oxygenator, the arterial boot of the tubing pack was 7 inches short and a vrv valve was present instead of a one-way valve. A leak was observed from the fusion oxygenator. The leak was described as a slow drip out the bottom, which began after initiation of bypass. The use of the tubing pack and oxygenator was unspecified. It was unknown if there was any patient involvement or complications as a result of the event. Correction h6 (patient codes (ime/annex e): this code has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.